Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two reloads. Visual examination of the reloads noted that they were partially fired to the 6 cm cut line and engaged in interlock with the jaws open. Functionally, the reloads were loaded into a pmv representative instrument (powered handle) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reloads were then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a sigmoidectomy, the knife stopped at the scale mark 5. The jaws released normally, and the surgeon attempted to fire with new reload however, the knife stopped at the scale mark 5 again. Replaced by new adapter and reload, the device worked fine though the firing speed was slow. No additional tissue resection was made. It is unknown if reinforcement material was used.

Manufacturer narrative:
(B)(4). Device egia60amt has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.